Event description:
The customer reported the vent went vent inop with black screen on power up and error code was displayed. The customer reported the ventilator was not in use on a patient. A vent inop during normal ventilation operation will result in a visual and audible alarm and precludes continued safe operation of the ventilator. The user must provide alternative ventilation and have the ventilator serviced. The field service technician replaced the gas delivery system to address the issue. The unit passed all applicable testing.